Manufacturer narrative:
Batch review performed on 25 september 2018. Lot 180586: (B)(4) items manufactured and released on 21 march 2018. Expiration date: 2022-09-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
During surgery, when the surgeon has drilled the second screw (measured according to protocol) and he has inserted it, as the screw head engaged the acetabular shell, the head of the screw broke off, leaving the threaded portion of the screw in the acetabulum.